Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was not able to reproduce the reported issue. The fse verified proper voltages for blood pressure on front end board and all voltages were within manufacturer specifications. The fse performed a complete preventative maintenance (pm) and calibration and the unit passed all test and calibrations including electrical safety test. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) failed the blood pressure (bp) transducer calibration. There was no patient harm and no adverse event reported.